Manufacturer narrative:
According to the facility the bed will not go back down, and when in use the device began to smoke and fill the room. Per the facility no one was hurt or injured. The sample is available but has not been returned for evaluation. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility the bed will not go back down, and when in use the device began to smoke and fill the room.